Manufacturer narrative:
One sonicision cordless ultrasonic dissector was returned for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection of the disposable device revealed that the dissector had a broken waveguide. The broken piece was not returned with the device. The customer reported that the device stopped working. The reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the crack and fracture. Medtronic investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the clamping jaw while the device was activated. This contact caused the waveguide to crack and break. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The IFU advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
The reporting person stated the device stopped working during the procedure. It was replaced. There was no patient injury reported. Medtronic's evaluation of the incident device found the waveguide had broken off. The broken piece was not returned with the device.